Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on an unknown side on an unknown date. Subsequently, the patient visited the surgeon's office with discomfort and a dislocation of the shoulder joint. Subsequently the patient underwent a revision procedure where the glenosphere, humeral liner, and humeral tray were explanted and replaced with components with a larger diameter, to gain stability. No further patient impact was reported. No additional information is available.

Manufacturer narrative:
B3: unknown. D1: corrected. H6: corrected investigation clinical codes.